Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device is complete. A service history record review did not identify any issues in the previous service events that would have contributed to the reported issue. No abnormalities were identified during internal/external inspection. Temperature verification testing was performed, and the device passed. Electrical returned instrument test evaluation (rite) was conducted, and the device also passed. The failed volume accuracy test was identified during functional rite as fluid was transferred above the allowable specification range. A check of the pneumatic system revealed that all pressures were correct and stable. Further inspection of the door assembly identified deteriorated piston foam. The cause of the volumetric accuracy failure was due to the deteriorated piston foam. The piston foam was scrapped, and the homechoice was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the homechoice device failed fluid volume accuracy testing. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device has been received and evaluation is underway. Upon completion of the evaluation, a supplemental report will be submitted.